Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
The stem had loosened. We removed the stem and replaced it with conical rest mod, mdm liner, and ceramic head.

Manufacturer narrative:
An event regarding loosening of a accolade stem was reported. The event was confirmed. Method and results: device evaluation and results: visual inspection was performed as part of the material analysis report (mar), dated 19 august 2016. Images of the device are included in the mar. The report noted the following: accolade (127 deg) size 5.5 all surfaces of the trunnion exhibited wear, consistent with movement against the v40 lfit head female taper. Adhered material was observed at the trunnion neck interface. The proximal surfaces of the accolade hip stem exhibited adhered boney material. Medical records received and evaluation: a review of the provided medical records by a clinical consultant indicated: the proximal stem overload condition causes excessive micro motion also in the neck head taper section which again causes increased corrosion effects as supported by the mar findings. As such, both the stem loosening and the observed corrosion effects have the same principal root cause of failure, the proximal stem overload condition caused by cup malposition in medialized position with almost absent anteversion. Device history review: all devices in the reported lot were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the reported lot. Conclusions: a review by a clinical consultant concluded: cup malposition in deep medialized position with virtually absent anteversion has caused an overload condition in the proximal stem section with gross stem loosening and trunnion corrosion as secondary adverse effects requiring revision. If further information becomes available this investigation will be reopened.

Event description:
The stem had loosened. We removed the stem and replaced it with conical rest mod, mdm liner, and ceramic head.